Manufacturer narrative:
Philips service replaced or upgraded part and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to make exposure during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.